Event description:
The customer reported obtaining erroneously low cartridge glucose (glu), lactate dehydrogenase (ld), and/or total bilirubin (tbil) results for two (2) patient samples involving the unicel dxc 800 synchron system. The customer stated that the results were not reported out of the laboratory. Subsequent repeat of the samples on an alternate dxc analyzer produced higher results which were reported out of the laboratory. There was no change or effect to patient treatment in connection with this event. Low level glu and tbil quality control (qc) results were within the laboratory's established ranges prior to and following the event. Mid and high level glu and tbil qc results were at the bottom of the ranges. Vancomycin (vanc) and ld qc results were within the laboratory's established ranges prior to and following the event. The samples were collected in gold top test tubes and centrifuges at 3853 rpm for 7 minutes. The samples were run fresh at the time of the event. A beckman coulter customer technical support (cts) followed-up with the customer and the customer reported discovering a leak of approximately 3 ml from the reagent probe of the instrument. The customer indicated that the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves, and glasses at the time of the event and no injury or exposure was reported.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse confirmed a leak coming from the probe wash collar. The fse replaced the valve for the vacuum wash collar and realigned the sample probe to resolve the leak. The fse verified the repair as per established procedures and results met published specifications. Failure mode of the event is attributed to the vacuum wash collar valve.